Manufacturer narrative:
Corrected information: report source. Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The gunther tulip vena cava filter retrieval set loop wire with the black inner catheter, and black outer catheter were returned. The y-fitting and the pin vise were not returned. An investigation of the outer catheter revealed a severe dent and two minor dents at the distal tip. During manufacturing processes locking of the pin vise to the loop wire must be verified, and during the procedure the pin vise can be reattached to the loop wire, if it has inadvertently unlocked and separated. The exact reason for the pin vise to separate cannot be determined; however, since it was reported that the "physician pulled until the wire broke back by the torq device," it is suggested that the filter was not properly collapsed prior to retrieving it. Per the IFU, "excessive force should not be used to retrieve the filter." A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications, and no indication that it did not perform as intended. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a root cause of product use or handling related - did not follow instructions/ label was determined. Per the risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It was reported that a gunther tulip vena cava filter retrieval set was being used to retrieve an ivc filter when the pin device got stuck. Additional information was provided that the snare was being pulled back into the sheath but would not come back into the recapture sheath. The physician pulled until the wire broke back by the [torque] device. Physician was able to recapture the snare and filter into the blue sheath. No adverse event were reported regarding this occurrence.